Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the ipg site. The physician elected to replace the ipg because the patient reported extended charging time. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the at the ipg site. The physician elected to replace the ipg because the patient reported extended charging time. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical, performance, and photographic imaging tests performed.the device exhibited normal charging and discharging characteristics.